Event description:
Customer reported, the system was making arcing sounds, then lost power during a procedure. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage supply regulator and the x-ray tube. No patient injury was reported.